Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was bleeding from the pump pocket. The patient was given between 4 and 8 units of packed red blood cells. Re-operation was required. The cause of the bleeding was due to the complexity of medical management in relation to the pump implant. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 22aug2017. The information at the time the pump was received indicated that the patient underwent a routine heart transplant on (B)(6) 2016. No report of the patient experiencing bleeding from the pump pocket was reported until (B)(6) 2017. Evaluation of the returned pump post-explant did not reveal any deposition or thrombus formation. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the analysis of the returned device. A direct correlation between the evaluation of the returned device and the reported bleeding from the pump pocket could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2016.